Event description:
It was reported the atrial lead impedance was 368 ohms unipolar and 283 ohms bipolar. Oversensing also noted. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.